Event description:
This pt had undergone augmentation on the right in 1989 and did well until recently when she developed intermittent pains in the right breast radiating to the shoulder. She had removal of the silicone implant with replacement with saline implant.